Event description:
The following was reported to hamilton medical ag: during the preoperational check, on (B)(6) 2024, at 8:00 am, the nurse performed a self check on the ventilator and found that the oxygen cell self-test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Due to the serial number not being provided, the UDI cannot be listed in d4.